Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000mcg/ml baclofen at 311mcg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was empty. The patient is in a nursing home and the staff didn't arrange transportation to have the pump filled. The patient didn't have any symptoms besides limited verbal ability. The pump was interrogated and it showed the reservoir was empty. The patient was transported to the hospital. It was unknown if the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the empty pump was resolved as the healthcare professional (hcp) filled the pump the following day. No further complications were anticipated/reported.